Manufacturer narrative:
The manufacturer¿s information was unknown. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a left total knee replacement surgery, it was discovered that the battery oscillator device did not stop when the surgeon let go of the trigger. The reporter further clarified that there was a few second delay prior to stopping. The reporter indicated that the event occurred at the beginning of the surgery. There were no delays to the planned surgical procedure as an identical spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.